Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation, stenosis and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation, stenosis and caval thrombosis. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis, an abnormal narrowing of a vessel, blood clots, clotting and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b1, b3, b4, b5, b7, d10, g2, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation, stenosis and caval thrombosis. The patient reported undergoing an unsuccessful removal attempt approximately fourteen years post implant. The patient also reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc), filter embedded, blood clots, clotting and/or occlusion of the ivc, approximately fifteen years and nine months post implant. The patient also reported that the filter has caused more clots, there is a permanent clot in the filter that has caused leg swelling and pain. The patient also reported anxiety related to the filter. According to the medical record the patient has a history of pulmonary embolism, vaginal bleeding, rectal bleeding and difficulty complying to anticoagulation therapy. The filter was implanted via the right common femoral vein and was deployed over the l2-l3 interspace. It was placed above the bifurcation and below the renal veins. The patient tolerated the procedure well. Approximately fourteen years post implant an attempt to remove the filter percutaneously was made due to chronic deep vein thrombosis, chronic iliocaval occlusion and post thrombotic syndrome. Access was made via the right and left femoral veins and right internal jugular vein. A venocavogram and an iliocavogram were then obtained and showed occlusion of the common iliac vein bilaterally with a rich network of collaterals. The vena cava filter was occluded. There was reconstitution of the vena cava just at the renal veins above the occluded filter. The iliocaval occlusion was recanalized and predilated using an 8mm angioplasty balloon on each side using kissing balloon technique. This was performed across the filter down into the iliac veins bilaterally. At this point, an attempt was made to try to remove the filter. The filter is non retrievable and does not have a hook. An attempt to loop snare across the cone of the filter was performed; however, after multiple attempts, was not successful, as the filter was embedded. Endobronchial forceps were then employed to grab at the cone of the filter, the physician was able to partially collapse the top part of the filter. A 16 french laser catheter was then advanced to try to completely collapse the filter but was not possible as it appeared that the filter was quite fibrotic. It was then decided to stent across the filter. A 49 x 10 palmaz stent was mounted on a 22-zenith balloon and positioned across the body of the filter and was inflated resulting in complete expansion of the vena cava filter. This was confirmed by venography. Following that, two 16 mm wallstents were placed inside the palmaz stent as kissing stents that were placed just above the top of the palmaz stent and were simultaneously deployed. The stents were 16 x 90 on the left side and 16 x 60 on the right side. Post-stenting kissing, balloon angioplasty was then performed from each side to completely expand the stent. Extension on the right side was then performed down into the external iliac vein using a 16 x 120 vici stent. On the left side, extension down to the external iliac vein was then performed using a 16 x 90 vici stent. The stent to stent overlap zone was angioplastied with a 14 mm balloon. Follow-up venogram showed a good response and excellent flow across the filter into the vena cava. There was some chronic scarring in the femoral vein, and this had been noted previously on the CT and ultrasound, but it did not appear to be flow-limiting and the procedure was concluded at this point. The patient tolerated the procedure well and was then taken to the recovery area in stable condition. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Trapease ivc filters are indicated for permanent placement. Stenosis, an abnormal narrowing of a vessel, blood clots, clotting and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of pulmonary embolism, vaginal bleeding, rectal bleeding and difficulty complying to anticoagulation therapy. The filter was implanted via the patient's right common femoral vein. An intraoperative venocavogram was used to identify the bifurcation and renal veins. The filter was deployed over the l2-l3 interspace. It was placed above the bifurcation and below the renal veins. The patient tolerated the procedure well. Approximately fourteen years post implant an attempt to remove the filter percutaneously was made due to chronic deep vein thrombosis, chronic iliocaval occlusion and post thrombotic syndrome. Access was made via the right and left femoral veins and right internal jugular vein. A venocavogram and an iliocavogram were then obtained and showed occlusion of the common iliac vein bilaterally with a rich network of collaterals. The vena cava filter was occluded. There was reconstitution of the vena cava just at the renal veins above the occluded filter. The iliocaval occlusion was recanalized and predilated using an 8mm angioplasty balloon on each side using kissing balloon technique. This was performed across the filter down into the iliac veins bilaterally. At this point, an attempt was made to try to remove the filter. The filter is non retrievable and does not have a hook. An attempt to loop snare across the cone of the filter was performed; however, after multiple attempts, was not successful, as the filter was embedded. Endobronchial forceps were then employed to grab at the cone of the filter, the physician was able to partially collapse the top part of the filter. A 16 french laser catheter was then advanced to try to completely collapse the filter, but was not possible as it appeared that the filter was quite fibrotic. It was then decided to stent across the filter. A 49 x 10 palmaz stent was mounted on a 22-zenith balloon and positioned across the body of the filter and was inflated resulting in complete expansion of the vena cava filter. This was confirmed by venography. Following that, two 16 mm wallstents were placed inside the palmaz stent as kissing stents that were placed just above the top of the palmaz stent and were simultaneously deployed. The stents were 16 x 90 on the left side and 16 x 60 on the right side. Post-stenting kissing, balloon angioplasty was then performed from each side to completely expand the stent. Extension on the right side was then performed down into the external iliac vein using a 16 x 120 vici stent. On the left side, extension down to the external iliac vein was then performed using a 16 x 90 vici stent. The stent to stent overlap zone was angioplastied with a 14 mm balloon. Follow-up venogram showed a good response and excellent flow across the filter into the vena cava. There was some chronic scarring in the femoral vein and this had been noted previously on the CT and ultrasound, but it did not appear to be flow-limiting and the procedure was concluded at this point. The patient tolerated the procedure well and was then taken to the recovery area in stable condition. Additional information received per the patient profile form (ppf) states that the patient had an unsuccessful removal attempt approximately fourteen years post implant. The patient also experienced perforation of filter struts outside the inferior vena cava (ivc), filter embedded in the wall of the ivc, blood clots, clotting and/or occlusion of the ivc. The patient became aware of the reported events approximately fifteen years and nine months after the index procedure. The patient also reported that the filter has caused more clots, there is a permanent clot in the filter that has caused leg swelling and pain. The patient also reported anxiety related to the filter.